Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had low back and bilateral leg coverage, but the device never helped relieve her pain. It was stated that the device was "not comfortable and hurt," and since the system "did not help, she wanted it removed." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37092, lot# 268740001, implanted: (B)(6) 2011. Product type: accessory: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).